Event description:
A 26mm diameter x 15mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. It is reported that the aortic neck measured 22-23mm and the aortic neck length was 1.5cm. The maximum abdominal aortic aneurysm measured 4.2cm in diameter. The length from proximal non-aneurysmal aortic neck to the iliac bifurcation measured 8.5cm. It is reported that right common iliac artery measured 12-13mm with mild stenosis, the left common iliac artery measured 11-12mm and the external iliac arteries measured 7-8mm in diameter. It is reported that the runners on the bifurcated stent graft stuck when deploying the stent graft. The physician tried to deploy the contralateral leg for support but did not have success; therefore, a 16 french sheath was used to "buttress" the stent graft and pull the runners down. It was reported that the bifurcated stent graft slipped down slightly but without jeopardizing of stent graft position. An aortic cuff was not used due to lack of space. It was reported that the physicians believed that the difficulty in removing the runners was due to patient anatomy. The patient is reportedly doing fine and there was no additional clinical sequelae reported relative to the event.